Event description:
It was reported that the ventilator had an issue with power supply. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had an issue with power supply. The ventilator was investigated on site by our field service engineer. According to service report the unit had a defect in power source . Customer did not accept the provided quote for replacement of ac/dc converter, o2 sensor and maintenance kit 5000h. Furthermore, no parts replaced nor any part returned for investigation. Device logs were not provided. Therefore, no root cause can be established. The ac/dc converter is a complete unit adapted for the system. The ac/dc converter converts the connected ac power (mains power) to the internal dc supply voltage +12v_ac-dc. Mains power is supplied to the ac/dc converter via the mains inlet.

Event description:
Manufacturer's ref #: (B)(4).